Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was unknown. Additionally, customer inquired about the basal suspension feature. Tandem technical support educated the customer on the feature. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the low bg; however, no additional information regarding this event was provided.